Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). Due to character restrictions in block e1 address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during initial testing, the cs100 intra-aortic balloon pump (iabp) unit presents error 01. There was no patient involvement.

Manufacturer narrative:
It was reported that the cs100 intra-aortic balloon pump (iabp) unit valve k6 was not working. A getinge field service engineer (fse) inspected and found that valve k6 was not working at all and with this a failure appeared on the error code display. The manifold assembly was replaced, several tests were carried out and it no longer displayed any abnormality in its operation. There was no patient involvement. The unit returned to its clinical use.

Event description:
N/a.